Event description:
Difficulty with our diapact tubing for crrt. Not able to reinitiate treatment for an ICU patient. Rn spoke with b. Braun tech support and, she was told "any lot number for the tubing with a letter "g" is faulty." He recommended continuing to string the tubing over and over until the system passes. Nurse went through many lines and was never successful on getting the machine to pass. We initiated hemodialysis this am. The technician told the nurse that he was made aware of this on friday afternoon. All the tubing at the facility is with the lot "g". Requested replacement asap (shipped overnight) from sales rep. Unfortunately the company has not officially recalled the tubing. They have described it as "faulty" and when the warehouse spoke with the company, they said the only tubing available for now is the "faulty tubing" until december 1. I have pursued more to see if they could replace as soon as possible. Will continue to follow.